Manufacturer narrative:
Continuation of d10: product ID 3888-45, lot# serial# (B)(6), implanted: (B)(6) 2018, product type lead product ID 3888-45, lot# serial#(B)(6), implanted: (B)(6) 2018, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had 2 quads and what appears to be an unregistered extn that connect into the 97714, which was being replaced today. Per caller all impedances on the connectivity check for the 8-15 were showing red, but the 0-7 were all green. Technical services reviewed that 8-15 port not being used and reviewed how to program in 2 quad leads into lead configuration. Flagging a complaint as high impedances were showing on 8-15 though it appears to be related to there being no lead present in the 8-15 port. The caller reported that the patient was not getting coverage where they needed it, they were getting occipital left side coverage. It was suggested to program the 2x8 lead and run impedances. The caller reported that they did the 8-15 showed all red and the 0-7 were all green. It was reported that electrode 7 impedance value were high at 26,600-28 ,820 depending on the reference electrode. It displayed as ¿avoid¿. All other electrodes were within normal range. Lead select showed all green. The impedance issue was discovered upon interrogating the ins. It was unknown if this was present on day of surgery. They were able to program by avoiding the high electrode. The session was discussed with the physician at the end of session and the issue was resolved. The cause of the issue was unknown. 2024-sept-24 e1, e2 (rep): additional information was received from the manufacturer representative (rep) clarifying that the ins was removed and replaced due to the patient/physician decision as it was nearing its end of service. It was indicated that there were no issues with the device and the patient did not a therapy issues associated with the ins that was removed. It was also clarified that the high impedance issue was with the patient¿s new ins which was interrogated and programmed. The issue was resolved. The rep spoke with the patient over the phone on (B)(6) 2024 and at that time the patient reported being pleased with their programming and had desired bilateral coverage.